Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen of the insulin pump was blank. The blood glucose level was unknown. The display screen flashes on and off, piece of the casing broken off where the reservoir goes in. The customer reported that the screen was foggy, backlight sometimes work, insulin pump rewinds slower and piston get stuck. The device will not be returned for the analysis.